Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using an titanium video cable, the image would disappear when the video cable was manipulated at the blade connector. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope titanium video cable was returned for evaluation. A verathon technical service representative evaluated the returned cable where they were unable to duplicate the reported issue. When the returned cable was connected to a test blade and video monitor, it would produce an image that was stable and clear with good color rendition. A verathon customer carere presentative contacted the customer and requested that they returned the monitor and blade used in the procedure for further evaluation. The customer later returned their glidescope titanium lopro t4 blade and glidescope gvm video monitor for evaluation. The service representative evaluated the returned blade where they were able to duplicate the reported issue. It was found that when the video cable was manipulated near the connector of the blade, the image would disappear. When a test blade was connected to the customer's system and manipulated, the system would produce an image that was stable and clear with good color rendition. Since there are no repairs available for the glidescope titanium lopro t4 blade, the customer was advised to replace their blade. The returned video monitor and video cable will be returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.